Manufacturer narrative:
Initial.

Event description:
It was reported that the user sought assistance with pairing a new freestyle libre 3 plus sensor; the user experienced repeated scan errors when attempting to connect the sensor, and the user noted poor internet connectivity that impeded reinstallation of the ilet mobile app. No adverse clinical symptoms reported. Outcomes included no reported health impact. User support included troubleshooting and education on ilet setup and sensor pairing steps. Investigation of this case revealed recurring scan errors during sensor connection that were associated with ilet app challenges due to inadequate internet connectivity; no alerts or alarms from the pump were reported. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity issues related to mobile app setup and network limitations.